Event description:
It was reported that the universal battery charger (ubc) short circuited when it was plugged in.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of operational issues with the heartmate universal battery charger (ubc) when plugged in was confirmed via evaluation of the returned ubc. The ubc, serial number (B)(6), was evaluated and tested at the european distribution center (edc) under work order # (B)(4) on (B)(6) 2025. The unit was connected to ac power and a red-light emitting diode (led) activated on slot 4 confirming the issue. The main printed circuit board (pcb) was replaced, and the repaired ubc passed all testing. The unit was cleaned and waiting release of new label revision. Once the new label is received, the device will be available for market. The main pcb was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the main pcb was connected to a known working test ubc and connected to ac power. When powered on the red led on slot 4 activated with an s0001 error message. Circuit analysis was performed on the main pcb and the output voltages of channel 4 were measured below the expected value. The issue was traced to the channel 4 transformer as the input voltages of the transformer for channel 4 were measured as expected as compared to the other channel transformers, however, the transformer had a low output voltage. Several other components throughout channel 4 were tested and found to function as intended; therefore, confirming the issue was isolated to a compromised transformer on channel 4. The root cause for the operational issues was determined to be due to an electrically compromised transformer on slot 4; however, further root cause for the cause of the damage was not conclusively determined through this analysis. Incidental finding: s0010 - overheating issue - alarm observed by edc. The device history records were reviewed for the heartmate universal battery charger (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve alarms on the universal battery charger (ubc). The ubc instruction for use (rev. D) was available for use at the time of the event. Section 5, entitled ¿monitoring performance¿, covers all faults, including charger pocket faults, and alarm codes. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.